Manufacturer narrative:
The device was not returned for evaluation. The physician reported the patient death was a result of pancreatic cancer and was unrelated to the device or procedure. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The site reported a patient death approximately one week after an enb procedure. The physician reported the patient death was a result of pancreatic cancer and was unrelated to the device or procedure. There was no system malfunction. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report: 01/04/2016. Date of follow-up report: 01/29/2016. Please see additional information in section.

Event description:
Additional information received from (B)(6) 2015: the patient had a history of pancreatic cancer. Bronchoscopy identified a secondary malignant neoplasm of the lung.

Manufacturer narrative:
(B)(4). Date of initial report : 01/04/2015. Date of follow-up report #1: 01/29/2016. Date of follow-up report #1: 02/18/2016. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
If additional information pertinent to the incident is obtained a follow-up report will be submitted.